Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported on (B)(6) 2018 the patient had a fever and bacterial meningitis. The patient was administered antibiotics and admitted to the hospital. The issue was resolved at the time of this report. No surgical intervention occurred and none was planned. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.